Manufacturer narrative:
Added correction/removal reporting number: (B)(4).

Manufacturer narrative:
G1: contact office - name/address: updated contact information. Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the message logs for investigation. The customer stated there were no issues with qc, system checks, lamp readings or calibrations. The cause of this event is unknown.

Event description:
The customer reported false positive troponin results on two patients run on the stratus cs. Patient sample ID: (B)(6) was also run on a non-siemens lab analyzer. There was no report of injury due to this event.